Event description:
It was reported through a fresenius customer survey that a patient decided to stay with in-center dialysis for numerous reasons. One of the reasons was that the patient had several blood infections in the last couple of years. Mostly, the patient stated that they are capable of providing themselves with the proper care. Upon follow-up with the patient's dialysis clinic, this patient's nurse stated the patient has never had a blood infection at this facility. The nurse also stated the patent has not had any adverse effects from use of any fresenius, device, product or drug. The nurse stated the patient had their hemodialysis catheter (not a fresenius product) removed in (B)(6) 2021 due to a hemodialysis catheter infection. The nurse stated the patient has not been on any antibiotics for any infection in the clinic and could not provide any further details.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).